Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300-600 mg/dl). Reportedly, the screen protector had bubbles, and on occasion the touchscreen did not respond to customer's presses due to the bubbles. Customer delivered a bolus to stabilize blood glucose levels. Replacement screen protectors were sent to the customer.